Event description:
The surgery center reported that a laser vision correction patient was presented with a stage 1 of diffuse lamellar keratitis (dlk) on left eye (os) eye at 4 day post-operative exam. An oral steroid (prednisolone) was prescribed and topical steroid were increased and used to treat the dlk. The flap was placed and corneal (nafl) staining was performed. The patient complained of pain, red eye, and gritty feeling on the os. A slit lamp exam (sle) revealed dense edema at the nasal flap edge. No cells/flares were noticed on anterior chamber. The visual acuity (va) had no change.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support all pertinent information available to abbott medical optics has been submitted. Placeholder.